Event description:
The hospital reported that during the saphenous vein harvesting procedure, the optical fibers on the endoscope were broken. A replacement unit was used to complete the procedure. The hospital did not report any pt complications. The device was returned on april 2005 with the distal lens cracked. This is a reportable malfunction.